Manufacturer narrative:
Date sent to the FDA: 7/25/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to FDA: 02/24/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a procedure for ongoing abdominal pain on (B)(6) 2008 during which the surgeon noted extensive adhesions between the mesh, the abdominal wall and the small bowel. It was reported that the patient underwent a procedure for chronic abdominal/pelvic pain on (B)(6) 2009 during which the surgeon noted adhesions of the omentum and bowel to the mesh. A fragment of mesh was removed. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted multiple adhesions of the colon and small bowel stuck to the mesh. It was reported that the patient experienced severe pain, nausea and loss of appetite. No additional information was provided.